Event description:
The manufacturer was contacted in reference to a bipap pro biflex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam particles were found. The device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2025-112177. This report was submitted as a correction report of the previously submitted report. Country of occurrence has been updated from "cyprus" to greece" and box e: initial reporter details have been updated.